Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer was experienced hyperglycemia. Customer¿s blood glucose level was 487 mg/dl at the time of call. Customer was treated with insulin injection. Troubleshooting was performed for hyperglycemia. Customer also reported that the insulin pump had insulin flow block during basal. The insulin pump will be returned for analysis.